Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The data investigated from the data management system (dms) indicated that this hypoglycemia event was determined to not be a systemic issue because during the time covered in the investigation it was observed that there were other system reported hypoglycemic events that were correctly asserted. With the available data in dms, it could not be confirmed if the continuous glucose monitoring system had any system errors during the reported discrepancy with the fingerstick measurement and the sensor glucose reading. The reported missed hypoglycemia event potentially can be caused by lag time resulting from a high rate of change. The user also did not have the predictive glucose alerts activated for receiving timely alerts when the glucose rate is changing at a fast rate.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 7, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and claimed the continuous glucose monitoring system did not alert her. The user did not require medical attention.